Manufacturer narrative:
(B)(4). . During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, moderately tortuous, 80% stenosed, mid left anterior descending artery. Pre-dilatation was performed with a trek balloon catheter at 12 atmospheres (atm). The 3.5 x 28 mm xience v stent was deployed at 10 atm. During post-dilatation of the deployed stent a side edge dissection was observed. Another xience v was used to cover the dissection successfully with timi iii flow maintained. The patient was doing fine at the time of discharge with no adverse patient effects reported. There was no clinically significant delay in the procedure reported. No additional information was provided.